Event description:
A customer reported that approximately 10 minutes into a hemodialysis treatment, the patient complained of feeling funny. Reportedly, the patient's blood pressure dropped to 89/22. Per the facility's protocol, the minimum uf mode on the instrument was turned on for 5 minutes. In addition, 200 ml of normal saline solution was given to the patient. After the intervention, the patient status significantly improved. However, a blood sample was taken from the patient. The results were requested but have not been received yet. A sample was taken from the instrument as well. The test result came back as normal. The CT 190g dialyzer was preprocessed. The reuse number is 3. The dialyzer was placed onto the machine and primed with 500 ml of normal saline. This is not the first time that the patient has used the CT 190g dialyzer. Approximately thirteen patients at this facility use the CT 190g dialyzers. The patient access is a long-term catheter. The facility uses gambro phoenix machines. This patient was on machine number f. The facility has a standard recirculation time of 10 minutes before patients are put on the machine. The facility did not specifically know how long the recirculation was prior to this patient being put on the machine. The patient was given a bolus 2000u of baxter heparin and 1000u hourly. This patient does normally meet the goal weight. No other information available at this time.

Manufacturer narrative:
The actual sample was returned to baxter, but not evaluated yet. However, the manufacturing facility, (nipro corporation) has been made aware of this report. A batch review of the reported lot, revealed no abnormalities. Furthermore, the manufacturer is currently conducting biological tests using a sample of the concerned lot. The results will be provided to baxter upon completion. Baxter is monitoring issues like this. An investigation still pending. Should significant information becomes available, a follow up report will be submitted.